Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported when the device is powered on, a power supply abnormal error appears. There was no report of patient involvement.